Event description:
It was reported that during a distal circumflex stenting procedure, after implantation of the 3.0x28mm xience xpedition stent and after post-stent dilatation with a 3.0x15mm nc trek, a grade a dissection occurred, requiring placement of an unplanned 2.75x12mm xience xpedition stent, resolving the event. One day post procedure, the patient was discharged home. There was no adverse sequela reported and no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: nc trek 3.0x15mm; other: aspirin, clopidogrel. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience xpedition, xience xpedition sv, and xience xpedtion ll everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.